Manufacturer narrative:
As received, a complete lead was returned in one piece. Fracture was confirmed at the proximal region of the lead. Additional findings: abrasion of the outer insulation at the proximal end, consistent with friction to the device can, was also noted. The lead was otherwise normal.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient's right ventricular lead was fractured. The lead was explanted and replaced on (B)(6) 2021. The patient status was unknown.